Event description:
Reporter stated that the surgeon inserted a silicone intraocular lens model aa4203tl into the eye and the lens tore. The surgeon had to enlarge the incision to remove the lens and placed a suture to close the wound.